Manufacturer narrative:
All available information was investigated and the reported inability to open the clip was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported inability to open the clip appears to be related to the observed broken l-lock tabs. However, a cause for the how the l-lock tabs broke cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that during preparation, the clip was unable to open. Therefore, the clip was not used and was replaced. There was no clinically significant delay in the procedure.